Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.